Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2017 angiodynamics complaint report was reviewed for the bioflo pasv PICC product family for the failure mode "hub broken/cracked." No adverse trends were indicated. Although no sample was returned to confirm the reported issue. The most likely root cause for the cracked hub is an over-tightened connection with a mating male luer (likely a needleless connector). Inadequate flushing of the device may also be a contributing factor. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life," and not to use hemostats to "secure or remove devices with luer lock hub connections." Recommended flushing techniques are also stated in the dfu. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
Although the used device is expected to be returned for evaluation, it has not yet arrived. Upon receipt of the device and completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported, an indwelling valved PICC was removed due to a cracked hub. No patient injury or complications were reported. It has been indicated that the used device will be returned to angiodynamics for evaluation.